Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device change-out procedure, when this right ventricular (rv) lead was removed from the header of the device, the is-1 connector separated. The rv lead remains in service and all measurements appeared to be stable. No adverse patient effects were reported.